Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap pro device's sound abatement foam. The patient's attorney reporting allegations of eye irritation, nose irritation, respiratory tract irritation, asthma. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap pro device's sound abatement foam. The patient's attorney reporting allegations of eye irritation, nose irritation, respiratory tract irritation, asthma. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.